Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the patient's husband found her unconscious and called the ambulance. Caller stated patient's blood glucose level was checked by the emergency doctor with a reading of 21 mg/dl; injected glucose IV and admitted her to the hospital. Caller reported the patient's blood glucose level was 46 mg/dl at the hospital; they stopped pump therapy and administered glucose again. Caller stated patient is currently on stationary treatment and has been removed from the pump and started on the pen. Caller reported hospital staff and patient think the pump delivers too much insulin. Requested return of the alleged pump for evaluation.